Event description:
It was reported that the device had been explanted and replaced due to numerous power on reset conditions. The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. This event occurred outside the us. All information provided is included in this report. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) hybrid - analysis revealed the cause of the telemetry condition was a memory error that determines the device model number. The condition cleared during analysis.